Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to an intermittent sensing issue that interrupted the pacing rhythm for less than 2 seconds. High capture thresholds were noticed as well. However, impedance measurements were consistent and in-range. In addition, no data was obtained when the right ventricular automatic capture feature was tested. No additional adverse patient effects were reported.